Event description:
It was reported that this left ventricular (lv) lead showed loss of capture and low/poor amplitude morphology measurements. The patient was brought to the clinic to perform evaluations, and x-rays showed a clear macroscopic dislodgement of the lv lead. The lv pacing configuration and capture thresholds were subsequently reprogrammed, and the patient will continue to be monitored. This lv lead remains in service and no adverse patient effects were reported.